Event description:
It was reported by a company representative that a vns patient was scheduled for complete system replacement due to previous infection. The patient was reported to have had an infection in the vns pocket (B)(6) months prior to the report in which the system was removed. The infection was resolved with antibiotics. At the moment good faith attempts to obtain further information regarding the infection have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Additional information was received from the area representative indicating the patient had been scheduled for replacement surgery. Confirmation was made with the area representative indicating a new system was implanted.